Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with balloon folds expanded. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the distal tip. The balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear was observed on the inner member under the balloon material between the marker-bands. The inner member material was jagged and uneven at the tear site. No other damage evident to the remainder of the device. Image analysis update: procedural images were returned. An mp4 video was provided from the account showing the pressurization of the balloon in the vessel. The proximal end of the balloon contains contrast and there is no contrast in the distal end of the balloon. Contrast exiting the balloon within the vessel can be observed in subsequent images, however the root cause of the leak cannot be determined from the video provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one euphora coronary balloon catheter to treat a lesion. The device was inspected with no issues. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon rupture occurred during balloon inflation. The rupture occurred on the first inflation at 8mmhg. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Additional information: procedural images were returned. An mp4 video was provided from the account showing the pressurisation of the balloon in the vessel. The proximal end of the balloon contains contrast and there is no contrast in the distal end of the balloon. Subsequent images confirm the reported balloon burst with contrast exiting the balloon within the vessel. The root cause of the balloon rupture cannot be determined from the video. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. The balloon had reached 8atm of inflation pressure when the balloon burst occurred. The device was not moved or repositioned while inflated. Correction: img/annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.